Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after an initial right knee procedure, a femoral impactor pad was found to be fractured. The instrument was used successfully during the surgery without incident or patient harm and was not found to be fractured until sterile processing post procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned and thus the condition of the components is unknown. Provided photograph shows that the impactor pad is fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.